Manufacturer narrative:
(B)(4). Results of investigation: carefusion certified service technician was able to duplicate the reported complaint (damaged pigtail and unit not charging properly). When suspected unit was connected to known good ac adapter, it was noticed that the ventilator was charging intermittently. External inspection was done on the reported ventilator and confirmed the reported damage of the pigtail which was by strain relief. After installing good known test pigtail, the powered on without any abnormalities and internal battery was charging without any issues.

Event description:
The customer reported complaint on lap top ventilator with damaged pigtail shut-off while being used on the patient. Reported incident occurred during patient off-loading from the flight. There was no harm to any patient associated to the reported event.